Event description:
It was reported, the pt experienced a loss of therapeutic effect. The pt's tremor returned in the pt's left arm. The pt was admitted to the emergency room. The pt's status was undetermined at the time of the report. The batteries were changed in the pt programmer. There was no change in the pt's symptoms. Add'l info has been requested from the hcp, but was not available.

Manufacturer narrative:
.